Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported atrial connector defect. The lock on the output connector did not work and there was a broken patient connector pin stuck in the atrial output connector. Analysis also noted that both bail covers were cracked and the attachment ring was bent. The broken patient connector pin was removed from the atrial output connector, both bail covers were replaced, and the attachment ring was replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a defect with the atrial connector. The programmer was returned for service. No patient complications have been reported as a result of this event.